Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Refer to manufacture report 3004209178-2015-95325.

Event description:
It was reported that the customer was experiencing a lot of no deliveries on the insulin pump, low blood and high blood glucose. Customer stated the no delivery alarm was resolved by a complete set change. Customer's blood glucose was 30 mg/dl. Customer stated that she sometimes treats low blood glucose with mountain dew. Customer stated that her blood glucose during high was 342 mg/dl. Troubleshooting was done. It was found that there were two air bubbles in the reservoir. The air bubbles did not persist after set change. The customer stated that they are allergic to mold and she was exposed to it. The exposure caused her to pass out and be treated with a dexadrone shot. The customer was advised to contact their doctor to check all of the settings. The customer will be sent replacements for the infusion sets and reservoirs. No further information provided.